Event description:
It was reported that the stylus was not working on the programmer. The caller replaced the stylus and the issues were gone. The programmer remains in use. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).